Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the bending section cover (a-rubber). The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunctions documented in b5, the remaining evaluation findings were as follows: due to a cut on the distal sheath, water tightness was lost; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; the suction cylinder was discolored; the grip, switch box, right/left knob and up/down knob were scratched; the scope cover was deformed; the image guide protector had a chip; the universal cord had a wrinkle; the objective lens had a chip; the light guide lens had a crack; the distal sheath had slack; the adhesive on the distal sheath had a crack and connecting tube was snaking. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient, the event and device cleaning. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a distal end defect. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: due to insufficient cleaning, the air/water tube and air/water cylinder had white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.